Event description:
Tap. It was reported that 504 days after implantation of a 2.5x16mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal left anterior descending artery (lad). A pre-intervention stenosis percentage was not reported. The lesion was pre-dilated with a 2.5x15mm maverick balloon. A 2.5x16mm taxus stent was deployed in the lad in the region of the lesion. The stent was post-dilated with a 2.75x12mm quantum balloon. The patient received integrilin during and after the procedure. It was reported that the "patient tolerated the procedure well." The patient presented 504 days after the initial procedure with a 90% in-stent restenosis in the mid lad. An atherectomy was performed on the lad using a 3.0x10mm cutting balloon. A 2.5x24mm taxus stent was deployed in the mid lad in the region of the lesion. A post-intervention residual stenosis was not reported. The patient received aspirin prior, angiomax during, and plavix after the procedure. The patient "tolerated procedure well."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for the stent involved in this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available, a supplemental medwatch report will be filed.